Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The unit while supporting a patient displayed error and shut down. They tried rebooting the machine several times without success. They were forced to used the emergency handcrank while the patient was switched to a new unit. (B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displayed an "error message and shut down". According to the service order 43522309 dated on 2020-12-08 a getinge service technician confirmed that the costumer is not having any problems with the rotaflow console (serial number (B)(6) ). The complaint was created on error. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).